Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 75% stenosed lesion being treated was located in the severely calcified and severely tortuous proximal left circumflex (lcx) artery. An unknown stent was placed in the lesion. Next, a 12mm x 3.50mm quantum apex balloon catheter was advanced for post-dilation. On the first inflation, the balloon was inflated to 10 atms for 20 seconds. On the second inflation the balloon was inflated to 14 atms and after 20 seconds the balloon ruptured. The device was successfully removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.